Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot/serial number was unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no serial number was supplied which precludes conducting a DHR review or a serial specific search in the complaints handling system. Multiple attempts were made for additional information with no response. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot/serial number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via e-mail that during an unspecified surgical procedure, it was observed that the flow - irrigation was too powerful with the fms vue pump. The device was used with the recommended parameters. It was reported that the patient had swollen shoulders. There was no surgical delay reported. It was not reported if there was medical intervention or prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.